Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
During a procedure, the surgeon noted a thickness discrepancy between the trial head and implant. The size difference resulted in a small gap between the bone and head. There was an unknown length of delay as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of birth - 1945. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02039 & 03400).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event was due to patient anatomy and unrelated to the device. The initial report was forwarded in error and should be voided.